Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
The following additional information was received through further follow-up. Per report, the surgeon believes that severe intraoperative floppy iris syndrome (ifis) and poor visualization contributed to the mispositioned stent (os), with no adverse patient impact or intervention required. The patient is being monitored with postoperative status described as "healing well with one (1) stent implanted in the left eye (os) and one (1) remaining in the inferior angle", and the event noted as "resolved".

Event description:
Through follow-up, the surgeon conferred with (B)(6) medical monitor who reported discussing the stent's positioning in the inferior angle, and ways to manage the stent as long as it is immobile. Additionally, treatment options including stent removal were discussed depending on the patient's condition, and whether inflammation or corneal edema occurs due to the stent touching the cornea.

Manufacturer narrative:
Additional information: MFR# reference: (B)(4).

Event description:
It was reported that following a cataract surgery, the surgeon attempted to implant a stent from a trabecular microbypass stent system, however the iris "bunched up" and blocked the surgeons' view. Per report, the stent was observed sitting inferior in the chamber during a follow-up examination the following day. The surgeon has been offered a medical expert consultation.additional information has been requested.

Manufacturer narrative:
Additional information: the device remains in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: 42728